Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error during a bolus attempt. The customer had a no delivery alarm the previous night. During a bolus attempt. The blood glucose reading was over 300 mg/dl. The customer reports that the alarm was resolved by a complete set change. It was also stated that the customer had a broken belt-clip. There were no significant events leading to the alarm observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The insulin pump was unable to prime during prime/compromised force sensor test due to faulty fsr (gold). The insulin pump passed the rewind, basic occlusion and displacement test. There was no motor error alarm during testing. The motor passed the motor test. The unit was unable to verify a no delivery alarm due to prime anomaly. The insulin pump was monitored and had no blank display noted. The insulin pump received with minor scratched display window, cracked battery tube threads, and a cracked reservoir tube lip.